Event description:
It was reported that the 9800 system locked up during a case. The 9800 system had to be removed, and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The biomed explained the problem was the interconnect cable. The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.